Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead had high impedances. As a result, the patient lost effective therapy. Surgical intervention is planned to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received that the patient's lead was explanted and replaced. Effective therapy was established postoperatively.